Manufacturer narrative:
Film evaluation summary: the reported stent graft infolding and likely type ia endoleak were confirmed on the returned films. The type ia endoleak was most likely related to the stent graft infolding. The cause of the infolding could not be determined. Lack of pre-implant cts did not allow for a thorough assessment of the pre-implant anatomy. Oversizing could not be assessed as a contributing factor to the infolding as measurements were unable to be obtained with the limited images received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 51.8mm abdominal aortic aneurysm. It was reported that  initial follow up CT taken 3 days later identified a type ia endoleak due to  stent graft infolding. Per the physician, the cause of the events could not be determined.  No additional sequelae were reported and the patient will be monitored.